Manufacturer narrative:
Additional information was received indicating this product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this product was going to be explanted due to a patient infection. There was no report of adverse patient effects.